Event description:
Rptr stated that he did a blood glucose test at home and got a result of 260 mg/dl. Five to ten mins later, he retested at the dr's office on an accucheck meter and got a result of 328 mg/dl. Tests were done using different fingersticks. He did not have any symptoms. On follow-up, said he had been storing his strips on top of the refrigerator. A control solution test was within range 121 (94-141).

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8